Event description:
Indication: demyelinating disease of central nervous system, unspecified; neuromyelitis optica [devic]. Pt's guardian report freedom pump (serial number and expiration date not provided) is several years old and is not working well. Unknown what is meant by "not working well". No missed doses, adverse event(s) reported due to device issue. Pharmacy to replace. Unknown if pump is available for return. No further info.